Manufacturer narrative:
The large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis could not verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. Additional steps/test attempts to further support finding: the instrument was tested multiple times and passed with no issues. There was no problem detected. The large clip applier part #470230-12 / lot/serial #(B)(4) was last used on (B)(4) 2022 on system (B)(4) with 19 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that the jaws of the large clip applier instrument could not apply the clip and the procedure was completed with the use of a back-up instrument. The clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. At this time, the root cause of the alleged clip application deficiency cannot be determined and remains unknown.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the jaws of the large clip applier instrument could not apply the clip. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no other issue and no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while attempting to clamp on tissue, the instrument did not clamp at all. No fragments fell. The instrument was inspected prior to use with no issues found. The procedure was completed as planned without any injury or harm to the patient. There are no photographic images of the device(s) or video recordings of the procedure available for isi review.